Event description:
It was reported that during a vascular stenting procedure in the sfa, the vascular stent was deployed successfully without incident. Reportedly, the lesion had not been pre-dilated. During post-dilation with a pta balloon catheter, the stent became dislodged and remained attached to the pta balloon as it was being removed. Therefore, a cut down procedure at the access site was performed to remove the vascular stent successfully. The artery was sutured without extravasation of arterial blood flow. The surgeon did not report any patient injury.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number of the subject device was not provided. Neither the device nor images were returned for evaluation. A photo of the vascular stent after it was being surgically removed from the patient was provided. On the basis of the picture, the alleged balloon entrapment could not be confirmed. Potential factors which may have contributed to the reported event have been considered e.g., an inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre or post-dilation, highly calcified vessels, the patient's condition or the vessel anatomy may result in an irregular stent placement and subsequent reduction of the inner lumen or even strut exposure in the inner lumen leading to the reported balloon entrapment. As reported, the stent could be deployed successfully. No pre-dilation of the lesion was performed which could be another contributing factor. No manufacturing-related issue was identified. On the basis of the information available, a definite root cause for the reported event could not be determined. The instructions for use (IFU) supplied with this product have been reviewed. The potential contributing factors were found to be addressed in the IFU. Furthermore, the IFU states: "pre-dilation of the lesion should be performed using standard techniques."